Event description:
Technician alleged that the brake pedal locks the brake caster but the brake caster does not hold. No pt impact.

Manufacturer narrative:
The technician replaced the brake bushings and bearings to resolve the issue.